Event description:
Customer complaint alleges the device leaked during testing prior to a patient use. No patient harm was reported. No patient involvement reported.

Manufacturer narrative:
(B)(4). One (1) dual limb 1607 ventilator tubing set , long length was returned for investigation. This circuit had already been out of the bag for leak testing at the customer site. A visual inspection was performed to examine the sample for any signs of abuse/misuse/damage. None were noted. The dual limb 1607 ventilator tubing set, long length was setup for a leak test. Per iso standard 5367 annex e, the ventilator tubing set was tested at 60 +/- 3 cmh2o of pressure with incoming equipment pressure set a 30 psi. The acceptable leak value is = 30 ml/min. The actual ml/min pressure recorded at test was 10 ml/min. The 1613 ventilator tubing set does leak, but well within the established iso acceptable parameters.

Manufacturer narrative:
(B)(4). The device involved has not been received by the manufacturer for evaluation at the time of this report. The lot number provided "74j180051" is not a valid lot number. However, there is a lot number 74j1800051 that belongs to material (B)(4) that could be related with this complaint. Therefore, the device history record of batch number 74j1800051 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. Customer complaint cannot be confirmed based only on the information provided. To perform a proper investigation and determine the source of defect reported it is necessary to evaluate the sample involved. Root cause cannot be determined. Corrective actions cannot be established. If the device sample becomes available at a later date this report will be updated.

Event description:
Customer complaint alleges the device leaked during testing prior to a patient use. No patient harm was reported. No patient involvement reported.